Manufacturer narrative:
The patient's attorney did not allege a specific device failure of the bard/davol 3dmax (device #1) as reported at the time of the implantation of the perfix plug a hernia recurrence was identified.recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol 3dmax(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1). On (B)(6) 2016: the patient underwent revision surgery to repair the hernia defect on the left (and initial repair on the right) with the implantation of additional bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the bard/davol 3dmax(device#1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."